Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Patient had a heart cath with lima on (B) (6) 2010. Patient returned to surgeon (B) (6) 2010 with pain right groin which revealed abscess. Readmitted on (B) (6) 2010 for incision and drainage which was completed on (B) (6) 2010. Culture from (B) (6) 2010 shows group b strep. Physician on case requested this be reported due to the use of a st jude medical angioseal, part #: 610130. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: #1 - chronic chest discomfort, #2 - post-op left abg 1998.

Manufacturer narrative:
The event occurred in (B)(6).